Event description:
A report was received that the patient was experiencing some odd pains in her upper back and shoulder when stimulation was turned on. The patient underwent a revision procedure. During the procedure, the physician was supposed to move down the leads but ended up explanting the leads and implanting a new lead since the lead was accidentally cut. The patient was reportedly dong well postoperatively.

Event description:
A report was received that the patient was experiencing some odd pains in her upper back and shoulder when stimulation was turned on. The patient underwent a revision procedure. During the procedure, the physician was supposed to move down the leads but ended up explanting the leads and implanting a new lead since the lead was accidentally cut. The patient was reportedly dong well postoperatively.

Manufacturer narrative:
Additional information was received that the patient's upper back pain was not device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.